Manufacturer narrative:
Device is not available.

Event description:
It was reported that during coil embolization procedure, the coil failed to detached after multiple detachment attempts. Heparin was administered to the patient as a preventive measure. Surgery was completed successfully. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned for analysis. Analysis of the returned delivery wire revealed that the coil had detached electrolytically. Information available indicated that the coil was confirmed to be in good condition, that multiple detachment were attempted and that medication was administered as preventive measure. Based on the information available an assignable cause of procedural factors was assigned to this event.

Event description:
It was reported that during coil embolization procedure, the coil failed to detached after multiple detachment attempts. Heparin was administered to the patient as a preventive measure. Surgery was completed successfully. No further information is available.